Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's implantable neurostimulator flipped and a revision was performed. The device system was removed and replaced. No info was provided related to the pt's symptoms or outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.